Event description:
The customer reported that a pt death occurred while being monitored with an intellivue mp50 monitor.

Manufacturer narrative:
(B)(4). The customer reported that a pt death occurred while being monitored with an intellivue mp50 monitor. It was reported that the spo2 sensor became disconnected and the monitor did not alarm to alert the user. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.